Event description:
On august 28, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Returned sensor (B)(6) was tested in-house, and a qc did not reveal any malfunction of the sensor, so customer's complaint could not be confirmed in-vitro. The alert history showed that the sensor replacement alert for msp (ec1) was triggered after the msp value had dropped to 0.341; below the threshold value of 0.35; however, we do not have sufficient data in dms to draw a conclusion. A potential failure mechanism is optical instability due to an issue with the sensor electronics, such as the led behavior at the time, or the in-vivo state of the sensor hydrogel which cannot be reproduced in the lab.